Manufacturer narrative:
A review of lot c723 was performed and there were no nonconformances associated with this lot. This lot met release requirements. A review of lot c723 shows no trends. A review of the complaint categories shows an upward trend for system error and no trend for photoactivation module leak. Service order (B)(4): technician cleaned the lamps. Checkout was performed with no issues. No further action was required. This assessment is based on info available at the time of the investigation. Analysis of the returned pictures is in progress. A supplemental report will be filed when this analysis is complete. (B)(4).

Event description:
Customer reported alarm f212 pump not responding at the 5th cycle (6 cycles set up). Customer verified one tubing connecting the photoactivation plate and the treatment bag was disconnected. Customer aborted the treatment. When customer removed the photoplate, there was blood below the lower lamp. Customer returned the blood to pt. Customer has removed the plate and the lower lamp and cleaned the bottom but has requested service. Pt's condition was stable. Service order (B)(4) was dispatched. Photos have been received for eval.